Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump and the pump was not giving insulin. Customer's blood glucose was 524 mg/dl and when she tried to reset and prime, she received a motor error alarm. Customer was sleeping when the original alarm occurred. Customer treated with an injection. Customer treated with an injection. Customer attempted to reset the pump by removing the battery and rewinding and priming the pump a few times. Customer stated that she went through an airport and when through a full body scanner. Customer had 3 motor error alarms and 1 no delivery alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. Customer agreed to return the pump.